Event description:
It was reported that during testing conducted at the MFR facility the drill caused a bias current error to be displayed on the console. No pt involvement, no reported delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the eval the device was found to have a damaged tps flex assembly inside the motor and worn bearings in the rotor, which are probable causes of the bias current error.